Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res#91127 was implemented and the root cause has been verified by the returned device. No further post market lab investigation evaluation is required.

Event description:
The patient reported while charging their omnipod 5 personal diabetes manager, the device overheated and the charging cord melted damaging the charging port. It was also noted that the device was emitting a burning smell. The patient confirmed using an insulet supplied charging cord. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res # 91127 was implemented. Locked down smartphone: lockdown omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.5 cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.